Event description:
It was reported that the nail was fractured. The nail was inserted approximately 6 weeks before the extraction. The extraction was performed, due to a fracture on the nail.

Manufacturer narrative:
Additional information has been requested and if received, will be reported on a supplemental report.